Event description:
It was reported that the handle was not ratcheting properly. The event timing was before surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence has been completed and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the handle was not ratcheting properly; the ratchet gear was damaged and the carrier guide was corroded. The carrier guide, ratchet gear, sliding pin, and spring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.